Event description:
The physician intended to deploy an endeavor sprint 2.50 x 18 mm drug eluting stent. The target lesion was in the cx, had 90% stenosis, moderate calcification and moderate vessel tortuosity. There were no difficulties noted when removing the device from the hoop and/or during preparation of the device. The vessel was pre-dilated. The device was advanced but it could not pass through the lesion. There were no patient complications reported. Another stent was used. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was reported to be damaged. It was also reported that the physician believes that the problem is because of the difficulty of the lesion. Device evaluation: a number of struts on the 4th and 5th proximal stent segments were raised and deformed. The remaining segments were intact.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (the target lesion had 90% stenosis, moderate calcification and moderate vessel tortuosity). Deformation problem. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (the target lesion had 90% stenosis, moderate calcification and moderate vessel tortuosity). (B)(4).